Event description:
The company was notified on (B)(6) 2012, of a carbomedics prosthetic heart valve (cphv) - top hat model (s5-025, size 25 mm) that was explanted after two days due to a reported high gradient caused by one leaflet becoming immobile. The subject valve was removed and another s5-025 was implanted. Surgeon reported that once the valve was explanted, the leaflet began to move freely.

Manufacturer narrative:
Currently working with the local sales representative to obtain the device serial number to initiate device history record review. In process of trying to obtain device for evaluation.